Manufacturer narrative:
(B)(4). Customer complaint notes, customer called in because of the motor error inquired what led up to the complaint. Pump history download using thds was successful. However, pump error alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. Pump error alarms are due to the pump not having power for a long period of time. Pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted. Motor passed motor test. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Pump received with cracked belt clip slot, missing end cap sticker, stained address/serial number label and cracked reservoir tube lip. The test p-cap/reservoir does lock into place.

Event description:
Information received by medtronic indicated that the insulin pump had a motor error alarm. Customer stated they were able to clear the alarm and able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.